Event description:
The customer reported that the device was only delivering a monophasic shock. This is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of the therapy pcb assembly. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. Physio-control has concluded that the cause of the therapy pcb assembly failure was likely due to a failure of diode cr30.